Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device was unable to shock vfib (ventricular fibrillation) heart rhythm when attempting sync. The device was in use on a patient, but there was no report of harm to the patient. Additional details have been requested. We are considering this event to be a serious injury based on the report that ventricular fibrillation is a life-threatening heart rhythm.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse).

Event description:
The customer reported the device was unable to shock vfib (ventricular fibrillation) heart rhythm when attempting sync. We are considering this event to be a serious injury based on the report that ventricular fibrillation is a life-threatening heart rhythm. This reporter stated that a patient of unknown age and gender was admitted to a hospital on an unknown date with the admitting diagnosis not reported. While admitted on (B)(6) 2019, the patient experienced an event of vfib. Relevant medical history, past drug history, concomitant medical products, and laboratory data were not reported. During the event of vfib, hospital staff initiated cardiopulmonary resuscitation (CPR) efforts, connected the patient to the heartstart xl device, and the physician attempted to perform a synchronized cardioversion. The device did not deliver shock to the patient, and another defibrillator. Manufacturer and model not reported, was connected to the patient, but the second device also did not deliver a synchronized shock to the patient experiencing vfib. The reporter stated that shock was eventually delivered and that there was no harm to the patient. The number of shocks and joules delivered were not reported. It is unknown if defibrillator pads or paddles were used during the event. Asynchronous defibrillation is the initial treatment for ventricular fibrillation and ventricular tachycardia, in patients who are pulseless and unresponsive. Synchronized defibrillation is indicated for termination of atrial fibrillation (heartstart xl m4735a instructions for use, publication number m4735-91900, edition 7, april 2006, page 1-6). According to the heartstart xl m4735a instructions for use (publication number m4735-91900, edition 7, april 2006), synchronized cardioversion is a manual mode function that allows the user to synchronize the defibrillator shock with the r-wave of the ECG being monitored. To perform synchronized cardioversion, the user must select a means of monitoring electrocardiogram (ECG), and a means of delivering the synchronized shock. The heartstart xl provides three ways to monitor ECG: using defib electrode pads, monitoring electrodes (3- or 5- lead ECG cable and leads), or the external paddles. The synchronized shock is delivered through the multifunction defib electrode pads, or through the external paddles (7-1). The user must continue to hold shock (or the paddle buttons) until the shock is delivered. The defibrillator shocks with the next detected r-wave (7-7).